Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Patient's son contacted paramedics to report that the patient was hypoglycemic with a blood glucose (bg) reading of 21mg/dl. Patient reports that no alert was heard. Patient's son gave the patient grape juice. When the paramedics arrived, they gave the patient two glucose tablets and a glucose injection. Patient was checked into the hospital around 9-9:30 am on (B)(6) 2016, and was released at 11:00 am the same day. At the time of contact, patient reported current condition as "okay." No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia.